Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -9.0/5.5/111 (sphere/cylinder/axis) was implanted as an exchange lens in the patients right eye (od) on 31-jul-2022 to resolve low vault. Low vault is still being observed. The lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.see MFR # 2023826-2022-042643 for initial lens implant.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.0/5.5/111 (sphere/cylinder/axis) was implanted in the patients right eye (od) on (B)(6) 2022 as a replacement lens to resolve low vault. Low vault is still being observed. The lens remains implanted. The problem was not resolved. Reportedly "the doctor believed that after replacing the crystal, the arch height was not ideal, did not solve the problem, and continued clinical observation". Claim#: (B)(4).